Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. The proximal aortic neck measures from 30.5 mm in diameter at the lowest renal artery and 10 mm aortic neck length. It was reported that endurant bifurcated stent graft was implanted just distal of origin of right renal artery but due to the angulation of the aortic neck there was a proximal type 1 endoleak coming from the left side. An endurant 36 cuff was implanted intentionally implanted encroaching the right renal artery. However, the right renal artery was partially covered, in order to obtain a seal on left side. The proximal type I endoleak was resolved and both renal arteries were still widely patent. The physician stated that the causes of events were related to the patient anatomy of short, angled, and conical aortic neck. No additional clinical sequelae were reported and the patient is fine.